Event description:
It was reported by the customer's mother that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 800mg/dl. Mother states they were wearing the insulin pump when admitted to the hospital. Also mother mentioned the customer had a discrepancy with her sensor glucose 289 mg/dl and blood glucose 600 mg/dl prior to the hospitalization. Troubleshooting was not performed, mother declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.